Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. 689937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxyzine hydrochloride. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" in (B)(6) 2011 and medical device monitoring error "hysteroscopic placement of essure and thermal balloon ablation.". The patient's medical history included myopia in (B)(6) 2010, endometrial biopsy, cesarean section and laparoscopy. Previously administered products included for an unreported indication: armour thyroid from 1998 to 2008. Concurrent conditions included uterine fibroid, menorrhagia, genital bleeding, hypothyroidism, depression, insomnia, rheumatoid arthritis, foreign body in uterus, any part and adenomyosis uteri. Concomitant products included diphenhydramine hydrochloride;ibuprofen (ibuprofen pm), diphenhydramine hydrochloride;paracetamol (tylenol pm), duloxetine hydrochloride (cymbalta) from (B)(6) 2011, hydromorphone hydrochloride (dilaudid), hydroxyzine hydrochloride since (B)(6) 2012, ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced osteoarthritis ("autoimmune disorder type of disorder: erosive osteoarthritis"). In (B)(6) 2012, the patient started hydroxyzine hydrochloride at an unspecified dose and frequency. On an unknown date, the patient experienced cervix inflammation ("injury(ies) or complication please describe: cervix mild inflammation"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the osteoarthritis and cervix inflammation outcome was unknown. The reporter considered cervix inflammation, osteoarthritis and pelvic pain to be related to essure. The reporter commented: following placement 6f the essure the left tubal ostia showed three coils and the right had eight coils in the uterine cavity. There is a metallic coil device in the proximal lumen. The left fimbriated fallopian tube is 9.5 cm in length x 0.6 cm in diameter with red-pink glistening serosa and a 0.2 cm in diameter patent lumen. There is a metallic coil in the proximal lumen. The specimen is submitted as follows: (a1) anterior cervix; (a2) posterior cervix; (a3) anterior endomyometrium; (a4) posterior endomyometrium; (a5) right fallopian tube; (a6) left fallopian tube. On (B)(6) 2017. In procedural findings it is noted that essure coils in tubes bilaterally, normal-appearing ovaries, uterus normal-appearing on hence event foreign body in uterus not taken as event. In procedural findings it is also mentioned that on laparoscopic manipulator noted to have perforated uterus but in removal details it is mentioned that the coil appeared superficial and close to perforation, although ,vas not perforated through the serosa overlying the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : medical device monitoring error quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. 689937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxyzine hydrochloride. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" in (B)(6) 2011 and medical device monitoring error "hysteroscopic placement of essure and thermal balloon ablation.". The patient's medical history included myopia in (B)(6) 2010, endometrial biopsy, cesarean section and laparoscopy. Previously administered products included for an unreported indication: armour thyroid from 1998 to 2008. Concurrent conditions included uterine fibroid, menorrhagia, genital bleeding, hypothyroidism, depression, insomnia, rheumatoid arthritis, foreign body in uterus, any part and adenomyosis uteri. Concomitant products included diphenhydramine hydrochloride;ibuprofen (ibuprofen pm), diphenhydramine hydrochloride;paracetamol (tylenol pm), duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2011, hydromorphone hydrochloride (dilaudid), hydroxyzine hydrochloride since (B)(6) 2012, ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced osteoarthritis ("autoimmune disorder type of disorder: erosive osteoarthritis"). In (B)(6) 2012, the patient started hydroxyzine hydrochloride at an unspecified dose and frequency. On an unknown date, the patient experienced cervix inflammation ("injury(ies) or complication please describe: cervix mild inflammation") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain had resolved and the osteoarthritis and cervix inflammation outcome was unknown. The reporter considered abdominal pain, cervix inflammation, osteoarthritis and pelvic pain to be related to essure. The reporter commented: following placement 6f the essure the left tubal ostia showed three coils and the right had eight coils in the uterine cavity. There is a metallic coil device in the proximal lumen. The left fimbriated fallopian tube is 9.5 cm in length x 0.6 cm in diameter with red-pink glistening serosa and a 0.2 cm in diameter patent lumen. There is a metallic coil in the proximal lumen. The specimen is submitted as follows: (a1) anterior cervix; (a2) posterior cervix; (a3) anterior endomyometrium; (a4) posterior endomyometrium; (a5) right fallopian tube; (a6) left fallopian tube. On (B)(6) 2017 in procedural findings it is noted that essure coils in tubes bilaterally, normal-appearing ovaries, uterus normal-appearing on hence event foreign body in uterus not taken as event. In procedural findings it is also mentioned that on laparoscopic manipulator noted to have perforated uterus but in removal details it is mentioned that the coil appeared superficial and close to perforation, although ,vas not perforated through the serosa overlying the fallopian tube. Plaintiff received treatment for pelvic pain, abdominal pain, erosive osteoarthritis. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received " new events abdominal pain was added. Patient & reporter information updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure (batch no. 689937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included hydroxyzine hydrochloride. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" in (B)(6) 2011 and medical device monitoring error "hysteroscopic placement of essure and thermal balloon ablation.". The patient's medical history included myopia in (B)(6) 2010, endometrial biopsy, cesarean section and laparoscopy. Previously administered products included for an unreported indication: armour thyroid from 1998 to 2008. Concurrent conditions included uterine fibroid, menorrhagia, genital bleeding, hypothyroidism, depression, insomnia, rheumatoid arthritis, foreign body in uterus, any part and adenomyosis uteri. Concomitant products included diphenhydramine hydrochloride;ibuprofen (ibuprofen pm), diphenhydramine hydrochloride;paracetamol (tylenol pm), duloxetine hydrochloride (cymbalta) from (B)(6) 2010 to (B)(6) 2011, hydromorphone hydrochloride (dilaudid), hydroxyzine hydrochloride since (B)(6) 2012, ketorolac tromethamine (toradol) and oxycodone hydrochloride;oxycodone terephthalate;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced osteoarthritis ("autoimmune disorder type of disorder: erosive osteoarthritis"). In (B)(6) 2012, the patient started hydroxyzine hydrochloride at an unspecified dose and frequency. On an unknown date, the patient experienced cervix inflammation ("injury(ies) or complication please describe: cervix mild inflammation"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the osteoarthritis and cervix inflammation outcome was unknown. The reporter considered cervix inflammation, osteoarthritis and pelvic pain to be related to essure. The reporter commented: following placement 6f the essure the left tubal ostia showed three coils and the right had eight coils in the uterine cavity. There is a metallic coil device in the proximal lumen. The left fimbriated fallopian tube is 9.5 cm in length x 0.6 cm in diameter with red-pink glistening serosa and a 0.2 cm in diameter patent lumen. There is a metallic coil in the proximal lumen. The specimen is submitted as follows: (a1) anterior cervix; (a2) posterior cervix; (a3) anterior endomyometrium; (a4) posterior endomyometrium; (a5) right fallopian tube; (a6) left fallopian tube. On (B)(6) 2017 in procedural findings it is noted that essure coils in tubes bilaterally, normal-appearing ovaries, uterus normal-appearing on hence event foreign body in uterus not taken as event. In procedural findings it is also mentioned that on laparoscopic manipulator noted to have perforated uterus but in removal details it is mentioned that the coil appeared superficial and close to perforation, although ,vas not perforated through the serosa overlying the fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: medical device monitoring error. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received. Reporter information was added. Lot number was added. Case is incident. New events: pain/ pelvic pain, erosive osteoarthritis, cervix mild inflammation, essure confirmation test not performed were added. Medical history, historical drug, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.